Event description:
A hospital in (B)(6) reported that two 70mm infant nasal tubing units were ripped while in use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). One of the complaint devices is currently en route to fisher & paykel healthcare (B)(4). We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: one of the complaint devices was received at fisher & paykel healthcare (B)(4) and was visually inspected. Results: the visual inspection revealed that the breathable film of the flexitrunk was torn between the third and fifth spiral near the proximal end of the tubing. A lot check could not be performed as no lot number was provided. Conclusion: the root cause of the damage to the flexitrunk tubing on the patient interface cannot be determined, but the customer has confirmed that the problem was found during use on a patient, so rough handling by the user is a possible cause. We have only received two other complaints for damage to the bc181 tubing. Our user instructions state: "use caution when positioning the infant interface. Sharp edges and/or abrasive surfaces may damage the product" (B)(4).

Event description:
A hospital in (B)(6) reported that two 70 mm infant nasal tubing units were ripped while in use on a patient. No patient consequence was reported.